Event description:
Contact reports the implanted expedium polyaxial screw migrated dorsally. The device was explanted. Note: three other expedium polyaxial screws with a different lot code were also reported to have migrated dorsally as part of this event. See mfg report# 1526439-2006-00042 for those devices.